Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. There are no associated deviation or non-conformity reports found in the manufacturing record review (mrr). The units were released according specification in compliance with the product intended use as required. The device units manufactured were released within specifications per production order documentation evaluation. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the leading haptic was at an odd angle and the surgeon was not happy with the way the haptic was entering into the patient's eye; the surgeon removed and replaced with a new lens. In follow-up, it was reported that no incision enlargement was performed. Reportedly, there was 3 minutes delay, but there was no patient injury. No further information was provided.